Event description:
It was reported that sensor-related error message appeared on pump display while customer used cgm. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and error message did not return after reset; no additional actions were reported.